Manufacturer narrative:
(B)(4). The customer reported that the heartstart xl battery is loose and unstable and that the unit unexpectedly shuts down. There was no report of patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl battery is loose and unstable and that the unit unexpectedly shuts down. There was no report of patient impact.